Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use preloaded sphincterotome clevercut tomes cutting wire broke when trying to bow the device and had to be retrieved. The issue occurred during a therapeutic sphincterotomy procedure that was completed with a similar device. There were no reports of patient harm.